Manufacturer narrative:
H6: corrected the following: health effect - clinical code, health effect - impact code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusions. Manufacturer narrative updated: the reason for the reported event cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2018, with no reported revision. No other patient information / medical history reported. No radiographic images of the device are provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
D10.h10. Pending investigation. These devices are used for treatments, not diagnosis. There is no other information available. No concomitant available in ebi.